Manufacturer narrative:
Evaluation results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined.

Event description:
The pt reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her right eye (od). The lens was implanted in 2006. The icl was explanted due to the development of a cataract. A crystal lens was implanted. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.